Manufacturer narrative:
Evaluation is in progress, but not yet concluded

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) kept rebooting. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) verified the reported complaint. He observed the central control monitor (ccm) to reboot during power up. Replacement of the single board circuit (sbc) board with a lab use only (luo) sbc board restored the unit's functionality. The service repair technician (srt) observed the unit to boot up with a system disk failure which can happen when the sbc board is removed and reinstalled. Upon opening the unit he found the sbc coin battery to be improperly installed in the sbc board causing damaged to the positive terminal of the battery holder. Correction of the installation of the coin battery restored proper functionality. He replaced the sbc board and sbc coin battery. The printed circuit interface (pci) bus cable was replaced as precaution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.